Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional evaluation summary: only pictures of the sample were received for analysis. Upon visual inspection of the pictures, a broken suture of product code u203 could be observed. However, no conclusion could be reached as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please confirm lot #.

Event description:
It was reported that a patient underwent an endoscopic surgery on (B)(6) 2019 and suture was used. The suture is so porous that it breaks and you can notice fibers breaking at the ends. No adverse patient consequences were reported.